Event description:
The implant failed due to poor bone condition and pain. The implant was placed at #16 and removed after 1 yr and 8 mos. Bone graft material was used. Traditional 2 stage surgery, poor oral hygiene, poor bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no info about medical condition of pt.